Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the bag was torn and the specimen fell out of the bag into the patient's cavity and was retrieved using a grasper. A new bag was used to complete the procedure. There was no patient injury.